Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus service operation repair center was informed from the user facility that in unspecified timing abnormal noise was heard from inside of the subject device. There was no report of patient injury associated with this event. The user facility did not provide other detailed information. As a result of confirmation of the subject device by the service engineer, it was found that abnormal noise was generated due to gas leakage from the primary decompressor.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. As a result of visual inspection at omsc, the following was confirmed. There was peeling of the paint on the top lid. There was corrosion on the case. Omsc determined that the reported phenomenon such as abnormal noise was attributed to a failure of the primary decompressor. The exact cause of the primary decompressor failure could not be identified, but there was possibility that it was caused by the deterioration of the subject device by long-term use. If additional information becomes available, this report will be supplemented.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and correct in the initial report submitted on may 9, 2020 and the supplemental report submitted on july 12, 2020. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. As a result of evaluating the subject device, omsc concluded that the reported event was not reportable event.